Manufacturer narrative:
Product ID: 3387s-40, lot# v138899, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v138899, implanted: (B)(6) 2008 product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7428, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that since the original implant he had shocking down both arms and extreme pain at the lead-extension connection. He was not specific on when it began, but guessed it was 2009. He claimed to have had similar issues, but milder with all three implantable neurostimulators (ins) he had had. The situation peaked on a return flight from out of the country approximately one month prior to (B)(6) 2016. The patient felt a broken wire was resulting in an aggravated muscle, which was causing pain whether the device was on or off. He had the device off since the flight. Impedance checks had been done in various head positions, with all readings well within normal range. The healthcare provider (hcp) also got a scan and all looked normal. They wanted to attempt a reprogramming, but the patient had immediate extreme pain at the lead-extension connection associated with the right brain lead. He did not tolerate turning the device back on, so the reprogramming was aborted. The hcp was leaning towards complete system replacement, but the patient was leery of that plan with no guarantee that would fix the problem. The patient was frustrated with the options offered to him and the issue was not resolved. The cause of the issues was not determined. The rep mentioned the patient had been reporting issues for years, over three inss, despite all diagnostics showing the system working fine. The patient&#62688;indications for use were essential tremor and movement disorders. Refer to manufacturing reports #6000153-2016-00629, 6000153-2016-00630, and 6000153-2016-00631 for the related leads or extensions.